Event description:
On january 18, 2008, the rptr/pt's father contacted lifescan on behalf of the lay user/pt alleging that the pt's one touch ultra2 meter was reading erratically. He claimed that inaccuracy issue first occurred at 9am on the day before. The pt reportedly obtained "363, 347, and 531 mg/dl" on his meter, performed within less than 10 mins of each other. After testing on his meter, the pt took an increased dose of insulin (0.75 units of humalog). Two hrs later, the pt's blood glucose dropped to "40 mg/dl" (unspecified device) and reportedly was "spacey, quiet, and dazed". The school nurse then treated the pt with glucose tablets. Based on statistical methodology, the calculated difference of the reported results exceeded lifescan's precision criteria. The customer care advocate verified that the meter was correctly set to "mg/dl", an approved sample source was used, and the correct testing/cleaning techniques were used. The rptr had run control solution test and the result was outside the expected range. Replacement prods were sent to the pt. This complaint is being reported because the pt allegedly became hypoglycemic 2 hrs after testing on his meter and taking an increased dose of insulin. In addition the reported meter results exceeded lifescan's precision criteria and the control solution test failed.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.